Manufacturer narrative:
Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report (2005) was received; however, the cause of death was not provided or could be learned. A device history record review is in process. The patient also had another device implanted; device not returned.

Event description:
It was reported that the patient has expired; however, the cause of death was not provided. The date of patients' death and implant duration are unknown. It is unknown if the death was device related. Per the operative report (2005), "the patient tolerated the procedure well and went back to the recovery in satisfactory condition."

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.